Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the analysis revealed that no anomalies were found. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress and the visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant attempt, the lead was damaged and after many attempts to place the lead, it was found to be dislodged. It was also found that a stylet would not advance through the lead despite many attempts. It was noted that the stick site was a tight subclavian area. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.